Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Recommendation was made to consult with a healthcare provider to discuss diabetes management.